Manufacturer narrative:
Initial emdr ((B)(4)) was submitted with incorrect (device) problem FDA-c- code this emdr ((B)(4)) is being submitted with the corrected (device) problem FDA-c- code. All other information in this report remains the same.

Event description:
Philips identified a software defect in iscv system where the user was unable to scroll through images in chronological order. No adverse events or patient harm were reported in the associated complaint ((B)(4)). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.